Event description:
Customer performed a correlation study and observed one other discrepant result. Results as follows: date: (B)(6) 2010, inratio: 5.6, lab: 3.0. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.